Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: laparoscopic rectal resection. *there were no adverse consequences to the patient. When applying 2nd to 3rd stitch, the suture was detached from the needle. It was not under tension. As a control release needle, it also felt easier to pull out than usual. What is the lot number? =>unknown. Device return follow up. =>we regularly contact with sales rep about the device returning. Corrected description: four to five needles were detached from the sutures during continuous suturing on the peritoneum (including the muscle layer). The surgeon stopped using the products, then other taper point needle was used. The operating nurse commented that these control release needles were looser than the normal one. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m. Related to: 2210968-2022-01166, 2210968-2022-01167, 2210968-2022-01168, 2210968-2022-01169.

Event description:
It was reported that a patient underwent a laparoscopic rectal resection procedure on (B)(6) 2022 and suture was used. During the procedure,4 to 5 suture became detached from the needle. It was not under tension. As a control release needle, it also felt easier to pull out than usual. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 no device problem found . Additional information was requested, the following was obtained: we got this info from the sales-rep on 1march2022. Lot number: unknown: rj2ahx. Qty to be returned: (B)(4). H3 investigational narrative: one empty opened foil and a sot winding former with three undispensed strand and five detached needle of product code vcpb841d were returned to ethicon inc for analysis. The product code is control release and required eight strands per packet. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand to detect any issue related no defects were observed during evaluation. The product code vcpb841d contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength -= 275 g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: lot number: unknown: rj2ahx. Qty to be returned: 1: 5. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 05/09/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, g1, d4, h4 device analysis: the product code vcpb841d contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m